Manufacturer narrative:
The device(s) associated with this adverse outcome was/were reported after the replaced system was returned from an unknown source with no information and information identified in the manufacture's data base indicated the patient died approximately seven months post the implant of the implantable pulse generator. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately seven months post the implant of the implantable pulse generator.